Manufacturer narrative:
UDI code not available. Conclusion: device investigation results confirm that loss of hermeticity at the housing braze joint likely led to device electronics failure over time. The investigation results appear to match the problems mentioned in the pt report. This is a combined initial and final report.

Event description:
According to the info from the trip report, the pt was not able to hear very well since (B)(6) 2015, though the impedance measurements were found to be within normal limits at that time. In situ measurements performed on (B)(6) 2015 showed a possible device malfunction. The pt was reimplanted on (B)(6) 2015.